Event description:
It was reported that approximately six months post-implant it was found that the left ventricular [lv] lead had dislodged. During the lead revision, the physician decided to perform a bifocal implant and placed a right ventricular [rv] lead high in the septum. The lv lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary: performance data regarding the lead was received and analyzed. No anomalies were found. (B)(6). (B)(4).